Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta 3.6mg there was an issue with under fill and low draw. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer found 1ea tube has no draw issue.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® k2 edta 3.6mg there was an issue with under fill and low draw. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer found 1ea tube has no draw issue.